Manufacturer narrative:
H.6. Investigation: customer returned photos of a 3/10cc, 12.7mm, 29g syringe with the poly bag from lot # 9294643. Customer states that when removing the shield, the needle with the shied was separated from the hub. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9294643. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200858396, 200858597, 200842714] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated before use. The following information was provided by the initial reporter: when removing the shield, the needle with the shield was separated from the hub.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated before use. The following information was provided by the initial reporter: when removing the shield, the needle with the shield was separated from the hub.